Manufacturer narrative:
Date received by manufacturer: 22sep2020. Date of report: 24sep2020. The power supply assembly was received for evaluation. Visual inspection of the returned component revealed no evidence of damage or contamination. The power supply was tested and the reported condition was verified. The root cause was isolated to shorted component cr8 and q9. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 9oct2018. The product support engineer (pse) troubleshot the issue with the customer over the phone only. The customer evaluated the device and reported that the power supply was replaced to address the issue. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported that the ventilator only operates on battery power. There was no patient involvement. The event date was not specified; estimate used.